Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not powering on was confirmed and reproduced. During the evaluation of the returned mpu, serial (B)(6), the unit was plugged into an ac power source and connected to a mock loop. The unit did not power on. The issue was isolated to the power supply pcb and the unit was scrapped. The power supply pcb was forwarded to ppe for further evaluation. The pcb was plugged into a test unit and the pcb was inspected. Inductor l4 was found to be open and not outputting any voltage. Due to the damaged component, the power supply pcb did not output the 15vdc required to power the main pcb. A manufacturing analysis task was opened to investigate the damaged power supply pcb for the mpu which determined root cause is due to potential material (solder) and inspection practices by the mpu power supply pcba manufacturer. There was lead not discernible at the inductor l4 on the pcba power supply. The supplier should've detected l4 inductor defect during supplier inspection. However, per the DHR review all inspections were conducted and passed. An external corrective action request was initiated. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarms, and the actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's mobile power unit (mpu) did not light up with any symbols. The mpu was replaced.